Event description:
It was reported the implantable cardioverter defibrillator (ICD) system was explanted due to infection. It was further reported that there was high impedance on the right ventricular pacing lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2013. (B)(4).